Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the rotor had become misaligned. A manual rotor alignment was performed, and door function was fully restored. Re-homing was performed for the system motion functions. The system subsequently performed all motions, including door opening and closing, to expectation. The issue was resolved. The system then passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that after a case the imaging system would not close. The site said that when holding the close button, they could hear feedback but the doors were not moving. The site shutdown the imaging system and restarted it, but the doors still would not close. It was noted that the imaging system was hit while driving, which knocked the door out of alignment. There was no patient present when this issue was observed.